Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative reported that the polaris spectra system control unit (scu) was replaced to resolve the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect scu has been received by the manufacturer for evaluation. Testing found that an internal strober error occurred on the unit. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Event description:
A medtronic representative reported that, while outside of a procedure, the application software displayed a red x indicating that the localizer was not connected. There was no patient present when this issue was identified. No additional information was provided.